Manufacturer narrative:
Additional information: d10, h6, h10 : device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with cracked housing. Event history log review was performed and found no evidence of reported problem. According to the investigation, the moment the device was powered up, the device started to display double beeping. The investigation reported that the pump downstream sensor caused the reported problem. Investigator's replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No reported adverse effects.